Event description:
On 06/09/2025, a sales representative reported via email that an ar-9144-19p arthrex univers ii 3d humeral head trial size lost stability after the implant was opened. They switched to a larger implant size, which restored the required stability. This was discovered during a procedure on (B)(6) 2025, with no reported patient harm. Additional information was received on 06/25/2025: this occurred during an anatomic total shoulder procedure on (B)(6) 2025. The ar-9146-20p arthrex univers ii 3d humeral head, 46/20 was used to complete the case. No case delay or added anesthesia was administered to the patient. No adverse effects were reported during or after the surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. -one unpackaged ar-9144-19p, humeral head, 44/19, batch number 15307194 was received for investigation. -visual inspection noted signs of surface damage along the body of the device, likely from the implantation and explantation process. - functional testing was not performed due to the damage to the device. - the most likely cause of the reported failure is user error, which involved selecting an incorrect implant size. - no problem found. -refer to investigation photos. -the complaint allegation is not confirmed.